Manufacturer narrative:
One pump was received, and a functional test was performed. It was confirmed from the log that there was a record of the high-pressure alarm occurred continuously after power on, during priming or operation pump between september 2 and(B)(6)2022. After the functional test it could not be confirmed the customer reported issue. It couldn?t be duplicated. The downstream sensor was within specification. Product is beyond 2 years from manufacture date of 2020-03 and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. A service history review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.

Event description:
It was reported that during the use of the product, a "high pressure" alarm went off. No patient injury. No additional information is available for this complaint.